Manufacturer narrative:
Correction: the initial MDR submitted on 27 may 2019 was filed inadvertently. No explant happened. This report is submitted on 16 june 2020.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was explanted (date not reported). Additional information was requested but not made available as of the date of this report.